Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: difficulty inserting into the artery/failure to deploy clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during inserting the starclose se device into the artery, the device became stuck in the tissue tract, resulting in failure to deploy the clip. The starclose se device was removed and hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional information was available.